Event description:
The customer reported having low blood glucose of 38mg/dl, and the paramedics were called. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming, and the basal rates matched when doing a bolus wizard. The time was off by an hour. Assisted the customer to reset the time. Advised the customer when using the bolus wizard to make sure the blood glucose number matches with blood glucose meter to be sure the insulin delivery estimate is as accurate for the situation. The customer was feeling better at the end of call and will call back with any further issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.